Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use a resolute onyx rx drug eluting stent to treat a severely calcified and moderately tortuous lesion proximal to ostium of lm and lad exhibiting 99% stenosis. No damage was noted to the device packaging. No issues removing device from hoop/tray. There were no issues when removing the protective sheath. Device was inspected post removal of the protective sheath and negative prep performed with no issues noted. The lesion was pre-dilated with four balloons. During the delivery of the resolute onyx stent, the device did not pass through a previously deployed stent and the inflation device remained on neutral pressure during delivery of the device. Resistance was encountered when advancing the device. It was reported that stent dislodgement occurred during delivery to/at the lesion. The stent was jailed to the vessel wall using another stent. No patient injury is reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.